Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container was leaking from the injection port and septum. Upon the initial visual inspection, the customer observed liquid within the overwrap of the container. Once the overwrap was removed and minimal pressure was applied to the container, a leak was observed at the injection site. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.